Manufacturer narrative:
The engineer inspected the bed and found the motor control board had a burnt component and the hi/low would not function. The account requested a new motor control board. Repairs have not been completed.

Event description:
The account alleged that housekeeping saw smoke emitting from the bed. He is uncertain if a pt was on bed at time of the event. The bed was located in the pediatrics area of the hosp.